Event description:
A report of pocket pain was received. The patient's precision system was explanted. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.